Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused discomfort in the right lung, atelectasis with a lingula disorder, cough, asthma, gastroesophageal reflux and fatigue. The patient did report to receive medical intervention and had blood work, radiological/diagnostic exams and medication prescribed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.